Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra valve, the non-edwards bav balloon ruptured, and the 23mm balloon of the commander delivery system ruptured. The perceived root cause of the event was calcium at the sinotubular junction.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. While the IFU/training manuals specific to this complaint event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. Imagery of the patient's anatomy was evaluated and calcification was present in the sinotubular junction as well as the landing zone. The technical summary that applies to this event and establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. In this case, balloon burst was unable to be confirmed, as the device was not returned and no relevant imagery was provided. The available information suggests patient factors (calcification) contributed to the reported event, as imaging of the patient's anatomy revealed calcification at the stj and landing zone, and the reported perceived root cause of the event was calcium at the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.